Event description:
It was reported that during implant the physician repositioned the right ventricular (rv) lead multiple times but always had high thresholds and high impedance. The physician opted to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated damage at implant, and visual summary analysis of the lead indicated stretching.

Event description:
It was reported that during implant the physician repositioned the right ventricular (rv) lead multiple times but always had high thresholds and high impedance. The physician opted to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.